Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 71 year old male with postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage e underwent robotic mitral valve repair and asd closure on (B)(6) 2026, which was complicated by rescue sternotomy and lung injury, requiring initiation of va ECMO. An axillary graft was placed; however, concern arose for clot formation in the left atrium (la) and left ventricle (lv). After clot clearance, the axillary graft subsequently thrombosed, prompting the decision to implant an impella 5.5 (sn: (B)(6) via direct aortic graft. Significant intraoperative transfusion support was required, including 21 units prbcs, 24 units ffp, 6 units cryoprecipitate, and 6 units platelets. During support, the local team reported suspected thrombus injection involving the impella 5.5, with concern for obstruction of the purge gaps and potential thrombus involvement of the outflow cage. Device data review via impella connect identified a rapid purge flow decline from ~9 ml/hr to <4 ml/hr between approximately 05:56¿05:30 am. Treating physicians were informed, and per clinical judgment, a tpa purge protocol was initiated following pharmacy guidelines. Two tpa purge bags were administered, after which purge flow improved. At the time of reporting, the device remained in use, and the medical team elected not to exchange the pump. The patient remains critically ill on support. Failure modes associated with this event include major bleeding, thrombosis, and high purge pressure. The pump remains implanted, and product return is not yet available for evaluation. A definitive root cause cannot be determined at this time; however, patient specific factors¿including coagulopathy, extensive surgical intervention, ECMO use, and high transfusion burden¿likely contributed to the suspected thrombotic event.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was due to a biomaterial ingestion based on returned data log analysis and clinical details noting tpa resolved purge issue.